Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10371. It was reported the pt developed a pressure ulcer at the ipg site. The size of the pressure ulcer is slightly smaller than a dime. The pressure ulcer has scabbed over. It was determined the ipg pocket is intact with no signs of infection. In addition, the pt has experienced some mild warmth while charging stating that it is not uncomfortable. It was also reported the pt has lost 20-25 pounds since implant. Follow up info revealed the physician has recommended moving the ipg to another location. Surgical intervention will be undertaken pending medical clearance. On 8/1/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Recall #s: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.